Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ( cannot run detect and treat testing) has confirmed that the u720 component was damaged on the pca board. The root cause for damaged u720 component could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A u.s. Distributor reported that a patient's electrode belt could not run detect and treat testing.